Event description:
A report was received that the patient was experiencing intermittent stimulation. High impedances were noted on the patient¿s lead. Database analysis revealed no anomalies. The patient underwent a revision wherein the ipg and lead were replaced. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1110-02, serial #: (B)(4). Description: precision implantable pulse generator (ipg) model#: sc-4316 lot #: 16497406, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing intermittent stimulation. High impedances were noted on the patient¿s lead. Database analysis revealed no anomalies. The patient underwent a revision wherein the ipg and lead were replaced. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Device evaluation indicated that the lead passed visual, electrical, mechanical and photographic imaging tests performed. The complaints were not verified. The monitored stimulation outputs were consistent and correct on all electrodes. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg passed all the required tests and revealed no anomalies. Device evaluation indicated that the clik anchor passed visual tests performed and exhibits normal device characteristics.